Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint by reviewing the error logs. The fse cleaned the z-axis home sensor, but issue persisted. Fse replaced the sort-board, spmd board, aligned sorter cup, tips, sample treatment cup (stc) and rt lane sorter positions. Fse repaired and validated the analyzer by successfully performing cup transfer, tip transfer macro test, and quality control run without error and within acceptable range. No further action required by field service. The aia-2000 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(6) from 30aug2024 through aware date 30sep2025. There were no similar complaints identified during the search period. Aia-2000 operator's manual on the appendix 4: error messages: (2151) hybrid arm /cup transfer cup pickup failure cause: the cup-gripping sensor failed to detect a cup after the cup pickup operation was performed. Solution: contact tosoh service center or local representatives. (4051) sorter z-axis home detection failure cause: the home sensor failed to activate after the sorter z-axis moved toward the home position. If retry fails, the measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives. (6705) multiple commands were issued to pm022 cause: new operation commands were received by pm022 while executing the current operation. Solution: retry the measurement or other operation. The most probable cause of the reported event was due to failure of the sort-board.

Event description:
A customer reported error message ¿2151, hybrid arm /cup transfer cup pickup failure, 4051 sorter z-axis home detection failure, and 6705 multiple commands were issued to pm022¿ on the aia-2000 analyzer. The customer restarted the analyzer and confirmed the waste was empty, but errors persists. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
Correction section d8/d9: device returned to manufacturer? No. Part was returned to instrument service center (isc) per the tracking information provided; however, part was not evaluated due to isc not receiving part. Part lost in transit, therefore no further investigation needed.

Manufacturer narrative:
Correction to h10 statement. Incorrect statement: the most probable cause of the reported event was due to failure of the sort-board. Correct statement: the most probable cause of the reported event was due to failures of the sort-board and spmd board.